Event description:
On (B)(6) 2026, after staff in the department of emergency (B)(6) hospital had inserted a cannula into a patient¿s right arm, staff in the imaging center connected the tubing to administer contrast agent during a cta scan. The prn on the cannula burst, causing the contrast agent to leak. The prn had to be replaced, and the contrast agent re-administered. The situation was immediately explained to the patient and their family, who expressed their understanding. No personnel were affected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.